Event description:
Company representative reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Company representative reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24/apr/2024. Additional, changed, and/or corrected data: d3, d6a.

Event description:
Company representative reported unknown side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, e1, e2, g2, h3, h4, h6. Device evaluation: a review of the device noted an opening on the posterior side assessed as unidentified tear. There is a missing piece of shell assessed as inconclusive. The shell thickness was within specification.